Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). Additional emdrs were submitted to represent the two bard flat meshes (device #2 & device #3). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x3) on (B)(6) 2015 and (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k)#. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. This supplemental emdr represents bard pre-shaped mesh with keyhole mesh (device #1). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #2), bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x3) on (B)(6) 2015 and (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:09-jun-2015 - patient was diagnosed with right inguinal hernia, pain thereby underwent open repair with the implant of bard pre-shaped mesh with keyhole (device #1) and one biological mesh. Per operative notes, ¿the hernia sac was dissected. A bard pre-shaped mesh with keyhole (device #1) and one biological mesh was placed on the right side and secure it with suture.¿13-dec-2016 - patient was diagnosed with recurrent right inguinal hernia, pain, thereby underwent open repair with implant of two bard flat mesh (device #2 and device #3). Per operative notes, ¿hernia sac was dissected. Two bard flat mesh (device #2 and device #3) was placed in upper and lower portion of the right inguinal side and secure it with suture.¿